Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's old bg meter reading showed a blood glucose (bg) of 200 mg/dl; however, an alternate bg meter showed the bg was 516 mg/dl. A correction bolus was delivered. As the customer thought the bg was near the target level, it was not initially addressed with the usual correction boluses. The customer was hospitalized for diabetic ketoacidosis (dka) and an insulin drip was administered. The customer was discharged on (B)(6) 2018 with the bg/dka resolved. The customer had started using a new bg meter and has had no further issues. The name of the old meter was not known.